Event description:
Physician was attempting to use amphiprion deep pta balloon along with a 4fr sheath during procedure to treat a severely calcified lesion in the posterior tibial artery (pta). There was no embolic protection used. An unknown inflation device was used. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during inflation, balloon burst occurred at nominal pressure. It was reported that in first place physician thought all fragments were retrieved, but unfortunately a small piece of the balloon was still in the vessel. This was noticed a couple of days after the procedure. The balloon bursting at nominal pressure, balloon re wrap was not possible as usual. Physician thinks that while retrieving the balloon without feeling resistance, the balloon could have been disconnected when passing the sheath. It is unknown if device passed through a previously deployed stent. There was no resistance encountered when advancing the device. Part of the balloon was taken out with a suction device. The complication associated with the event is vessel occlusion due to restenosis, no intervention. Physician was convinced the whole balloon was removed, but unfortunately, after a couple of days it seemed that the patient came back with still a part of the balloon left in the vessel. There was no further patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: only the detached balloon was returned. It appears that the balloon detached at the balloon bond area, and it measures approximately 210mm, (photos 1 to 3). Image analysis:cine I the customer returned a cd of cine images/videos. There are multiple cine images/videos in the cd relating to the procedure. These images/videos show the patients lower leg including xray images and fluoroscopy procedures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Balloon burst occurred at nominal pressure on the third inflation. The traject was 1 x atp, 1 x arcade and 1 x ata, in which in the ata the balloon burst. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Vessel stenosis 90-100%. Minor vessel tortuosity. A longitudinal burst occurred. Patient presenting fontaine stage 4 symptoms. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.